Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. The device had broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, stained address and or serial number label, and stained end cap sticker.

Event description:
It was reported the esc button on the insulin pump was not responsive. Customer's blood glucose was 11.0mmol/l. Customer was changing the set when she noticed the button was not responding. Customer attempted to change the battery and alarm occurred. The device was not dropped, bumped or exposed to moisture. Customer reported the reservoir lip was cracked. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.